Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges " uses twice a day for hypersomnia, and urgent needs device, it's out of date, four years old". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. In addition to the above findings, it was also determined that there was discoloration in bottom enclosure, a scratched ui panel, and discoloration in the upper enclosure. The device was unable to pass final testing due to component failure- pcba electrical damage. The device was tagged " scrapped device, not acceptable for use", and scrapped. H3 other text : evaluated at third party service center.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges " uses twice a day for hypersomnia, and urgent needs device, it's out of date, four years old". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.